Event description:
During a routine shift check by a clinician, the device had no video display. There was no pt involvement in the reported malfunction. The device was forwarded to the facility's biomedical engineering dept for analysis. However, the reported problem could no longer be duplicated.